Manufacturer narrative:
(B)(4). The field service representative (fsr) provided the customer with literature that included techniques, from a clinical standpoint, to potentially minimize artifact on monitors.

Event description:
It was reported that there was a possible electrical interference experienced with their electrocardiogram (EKG) machine. There was no delay and no blood loss. No other details regarding the nature of this event were provided.

Event description:
Per clinical review on 25-oct-2017: the manufacturer's clinical team spoke with chief of perfusion (ccp) at the user facility regarding the incident with a suspected electrocardiogram (EKG) interference from the tubing in the roller heads of the heart lung machine (hlm). The ccp was unable to give a date of the occurrence. The field service representative (fsr) received a call from the user facility's biomedical engineer (biomed) stating that the surgeon wanted the hlms checked due to possible electrical interference with the EKG. The biomed stated that he felt that this was not the case via phone conversation. Safety testing was done on all hlm bases at the hospital by the fsr on (B)(6) 2017. As stated above we tried to get an occurrence of the complaint, but no further information was available at this time. The concern from the surgeon did not cause a delay in the surgical procedure, there was no harm, and the hlm was not changed out.

Manufacturer narrative:
The reported complaint was not confirmed. The field service representative (fsr) was not able to duplicate electrical interference with the user facility's electrocardiogram (EKG) machine. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.